Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID: 8709, serial# (B)(4), implanted: (B)(6) 2006, product type: catheter. (B)(4).

Event description:
Information was received from a consumer via a manufacturer representative regarding a patient who was receiving an unknown drug at an unknown dose and concentration via an implantable pump which was implanted to treat non-malignant pain. It was reported that at an unknown date the patient had no pain relief so the catheter was replaced due to possible blockage. Additional information has been requested regarding the event date, drug information, troubleshooting performed, and cause of the catheter issue. If additional information is received the event will be updated.